Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, 00801803202, ln 61647991. Unknown cup, pn unknown, ln unknown. Unknown stem, pn unknown, ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 9 years later due to wear on the poly. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. 9 years later the patient underwent a revision of the femoral head due to pain, swelling, and elevated metal ions. During the revision, a tendon tear was noted and repaired and altr debrided. Initial signs of macc were noted on the femoral head, and it was exchanged without complications. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Updated: b3, b4, b5, b6, d1, g4, h1, h2, h3. H6. H10 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.